Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon device interrogation, the right ventricular lead exhibited noise. The patient was brought into clinic on (B)(6) 2019. Isometric testing was performed, and noise was able to be recreated and the lead exhibited loss of capture. The patient experienced dizziness and light headedness due to the failure to capture and noise oversensing. Programming changes were made. The patient presented on (B)(6) 2019 for lead revision procedure. During the procedure the helix could not retract. The lead was capped and replaced. The patient was discharged post procedure.